Event description:
It was reported that the user experienced recurrent low blood glucose events, predominantly overnight and early morning, while using the ilet system; the user reported a lowest glucose of 39 mg/dl, confirmed a fingerstick of 108 mg/dl upon starting a new sensor, and noted a sensor expiration alert that led to a sensor change. Symptoms included confusion and dizziness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates, specifically crackers and candy, with no hospitalization reported. Investigation included clinical troubleshooting and education with transfer to the clinical line for further assessment. Investigation of this case revealed no clear device-related cause for the hypoglycemia and no contributory pump alarms were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.